Event description:
Information was received from the patient regarding an implantable neurostimulator. The reason for the call was the patient reported that they had to shut it off for MRI, they turned it back on and it will not let them move up, and they saw error message of maximum settings. Therapy cannot be increased. Patient also stated that they might have encountered the same error message over the past year before. Patient had tapped on ok, but still was not able to increase the stimulation further. Agent had the patient decrease the stimulation, and increase again, but patient was not able to increase it back up then saw the error message again. Agent documented reported events then redirected the patient to the healthcare provider (hcp) to further address the issue. No symptoms were reported. Additional information was received from the patient on (B)(6) 2026. They reported that the cause of the "maximum settings" message was unknown, however noted the likely cause as being "I lost some weight. The device came apart and would not function." When asked the steps taken/will be take towards resolution, the patient noted "[doctor] is very good. We are testing for another 4 to five weeks to see my results. The device did help." The issue was reported as not yet being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.